Event description:
It was reported that a coronary sinus dissection occurred while trying to cannulate the coronary sinus by using a catheter and a guidewire. The left ventricular (lv) lead delivery <(>&<)> placement was not achieved. The patient will need to be brought back for a lv lead implant in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949-58 lead implanted: (B)(6) 2006. (B)(4).